Event description:
It was reported that during surgery, when using the fast-fix, t2 did not deployed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. The delivery needle is bent. The reported t2 non-deployment is related to the bending of the delivery needle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.